Manufacturer narrative:
(B)(4). The distributor in (B)(4) determined that the most likely cause of the reported event was a malfunctioning turbine assembly. The distributor in (B)(4) was shipped a replacement turbine assembly to repair the device and return it to service. Carefusion issued a return goods authorization (rga) number to the distributor in (B)(4) for the return of the alleged faulty turbine assembly for evaluation. As of the september 17, 2015 the alleged faulty turbine assembly has not been received.

Event description:
The distributor in (B)(6) reported that the device was alarming "vent inop", "motor fault", "circuit fault" and was not delivering any gas. It was reported that the device was not on a patient at the time of the event.